Manufacturer narrative:
Per the patient's surgeon, it was reported that the patient's device was explanted on (B)(6), 2017. This report is submitted on february 08, 2017, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011.

Manufacturer narrative:
Per the surgeon, the patient underwent revision surgery to debride the wound (date not reported). The implanted device remains. This report is submitted on november 21, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Manufacturer narrative:
This report is submitted on november 14, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a breakdown of the skinflap resulting in extrusion of the receiver stimulator. Additional information has been requested; however, not made available as of the date of this report.

Manufacturer narrative:
This report is filed on march 23, 2017.